Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a promoto fixation procedure. No tacks were able to be fired normally from the device. No device component disengaged into the cavity of the patient. There was temporary injury as a result of the event. The tacks stayed in the patient and the surgeon ended up doing the suture with a thread. There was unanticipated tissue loss and tissue damage as a result of the problem. The surgical time was extended by thirty minutes or more due to the product problem. The patient status is alive, with injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the tacks fired from the device. The tacks were not able to fix the mesh but stayed in the tissue. Tissue were injured where the tack was applied. There were no consequences due to the delay in surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with proper timing and no visual damage. Engineering confirmed that the tacks seated properly during functional evaluation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.